Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The analyst commented that there were 5 episodes with v-v intervals less than 220ms on (B)(6) 2016. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst commented that there were 167 v-sics since last session 7.710 days ago. Analysis of the device memory also indicated no pacing capture in the rv (right ventricle). The analyst commented that there had been no capture since (B)(6) 2016. Analysis of the device memory also indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst commented that right ventricular pace impedance was steady at approximate 444.6 ohms through (B)(6) 2016, and than rises out of range on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high thresholds, high impedance, and no capture. It was also reported that the lead was confirmed to have fractured. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.